Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient experienced a skin irritation. The patient reported a blister on his back above one of the electrodes. The patient's wife indicated that the doctor advised use of neosporin, band-aids and gauze on the affected areas. During a follow up the patient indicated that the blisters had improved. There were no allegations of a device malfunction contributing to the irritation.